Manufacturer narrative:
Suspect device: comfort curve test strips.

Event description:
Customer reportedly obtained a result of 140mg/dl on the advantage test system and 80mg/dl on the doctor's device within 10 minutes. No action was taken based on device result. No adverse event reported. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect test system and replacement was sent. Advantage test system: meter, strip lot 549409, exp 12/31/07, cat/2030381. Comparison performed at the doctor's office.